Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s current blood glucose level was 26 mg/dl. The customer stated that they had trouble for hearing the beeps. The customer was treated with glass of orange juice and 8 glucose tablets. The customer stated that the drive support cap was normal. The insulin pump will not be returned for analysis.